Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. Noise was able to be reproduced with isometric exercises in clinic. Programming changes were made. There were no patient consequences, and the patient would continue to be monitored.